Event description:
Uninterruptable power supply on physiological system in cardiac catheterization laboratory. Fire resulted from fuse holder contact point with fuse loosening. This caused heating until the fuse holder caught on fire. 15a/250v fuse holder melted.